Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. Customer advised the pump will need to be replaced and was advised to refer back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a35 during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to a35 alarm.